Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) will make repairs to the ccm and will advise the manufacturer of what parts he replaced. The biomed is working along with the manufacturer's technical support. The biomed was unable to log into service screen, so he is unable to send the data logs. The biomed is unable to log in because the screen is so slow, letters appears to be sticking and repeating.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was sluggish. There was a delay when the perfusionist (ccp) pushed the touchscreen which caused the letters and numbers to stick and repeat. The device was not changed out. There was no patient involvement. The ccp was preparing the system in case of emergency, no case scheduled. The ccm is still hooked up to the system, but they do have a backup available.